Event description:
A cartridge change error was reported with the pump. The blood glucose level did not exceed 500 mg/dl, so there was no adverse impact on the customer's blood glucose level. The customer was instructed on various troubleshooting steps and decided against further troubleshooting after being unable to load the cartridge successfully. A replacement pump was approved and sent to the customer, who planned to use multiple daily injections (mdi) as a backup therapy. The customer was advised on steps to take upon receiving the replacement pump, including returning the faulty pump and updating the software.